Event description:
Haiou needle retractable safety syringe used to deliver pfizer/biontech covid-19 vaccine treatment under emergency use authorization(eua): a device malfunction with the aforementioned aiou needle safety syringe resulted in underdosing of the covid-19 vaccine and loss of product due to separation of the needle from the syringe during injection. FDA safety report ID# (B)(4).